Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jun2020.

Event description:
The customer reported a ventilator with a low leak error message. This event was resolved via conversation between the manufacturer's technician and the customer. There was no on-site evaluation by the manufacturer. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. It was determined from discussion of the set-up technique that this condition was most likely a user issue with the set, mask and settings, rather than a malfunction of the machine. The manufacturer's technician provided information to the customer that would allow them to review logs and interpret conditions of the ventilator in more detail. Further testing of the device revealed that the high pressure and system leak tests passed, and that no error message was given by the ventilator.